Manufacturer narrative:
Review of the available programming and diagnostic history.

Event description:
Clinic notes were received indicating that the vns patient went to the ER on (B)(6) 2003 due to vomiting and dehydration. It was noted that the patient had been experiencing an increase in seizures for the past week. The seizure activity was slightly different that the patient¿s normal activity. The patient normally had 5-6 generalized tonic-clonic seizures per day; however, in the past week the patient had 10 brief tonic seizures per day. The patient was administered saline to treat the dehydration and was given additional medication for the seizures. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2002. Attempts for additional relevant information have been unsuccessful to date.